Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 6 previously reported events are included in this follow-up record. Product return status 5 devices were not available for evaluation. 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly contaminated during manufacture or shipping. - 5 events had the problem identified during a non-clinical procedure. There was no patient involvement. - 1 event had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 5 devices were not available for evaluation. 1 device investigation type has not yet been determined. Additional information: 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly contaminated during manufacture or shipping. 6 events had no patient involvement; no patient impact.